Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp experienced leakage. The following information was provided by the initial reporter: when the connection of luer lock gets into the saline port it drips.

Manufacturer narrative:
Device available for eval yes. Returned to manufacturer on: 2022-03-07. Investigation summary: two samples, model 1005-146-004 lot 0004120714 were received for investigation . Upon visual inspection, the customer complaint was confirmed. The male luer was cracked and broken off. No other defects were observed. The product reported was manufactured by supplier (vyaire) and manufacturing information was requested. The supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot. The mold was transferred from vyaire to the north american molding center (namc). It was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the namc before the mold runs. Since the mold was transferred and no issues were found during manufacturing, the root cause could not be determined. Namc has process controls in place that would detect systemic defects leading to this failure mode. The inspection and control processes at namc are designed to detect, contain and prevent release of this and all defined defects.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp experienced leakage. The following information was provided by the initial reporter: when the connection of luer lock gets into the saline port it drips.